Manufacturer narrative:
The complaint was received as a result of feedback being provided following a clinical study/survey/literature study. Due to this, no specific product details or batch/lot numbers have been available to the investigation. As a result of this, no device history review or complaint history review was possible. According to the studies, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. A clinical review was carried out which determined that no definite conclusions can be made from the study/publication, as it is limited to the information provided and further investigation is not possible. It was further determined that no further clinical assessment is warranted at this time. As the medical review could not establish a definitive link between the product and harm within this complaint, it is determined that an additional risk management review is not required. The instructions for use for the product provides comprehensive instructions of the operation, use and limitations of the device. Smith and nephew acknowledge customer concern and are grateful for all feedback on our products, as this information is extremely valuable to us, as we are continually investigating ways to develop and improve the full range of products that we provide. We will continue to monitor for any adverse trends relating to all product ranges.

Event description:
It was reported that in the paper: "adis insight 2021. Drug safety : adr case report: calcium-alginate [algisite] and paraffin [jelonet] (ref. No. 803540542). Authors: adis international ltd. Part of springer science+business media. Correspondence: journals@adis.com" an infection occurred while using algisite ag. It is unknown how was the condition treated.